Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However during evaluation, it was noted that that the device moving parts did not move smoothly and the device components and mechanics were damaged. It was also observed that the device failed pretests for verify if secured with safety pin, check oscillation frequency with frequency meter and general condition. The assignable root cause was determined to be traced to environment. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the sagittal saw attachment device was very warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.